Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a total knee arthroplasty revision surgery that the implant sterility was noted as compromised. The sterile pack had been opened before and the device had been sterilized and placed back in the package with the stickers. A different device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. It was determined that the package exhibits damage to the shrink wrap as well as the tamper proof label once opened. It was also noted that the returned device is no longer packaged with materials listed on the packaging set up sheet. DHR was reviewed and no discrepancies were found. Upon further review, the packaging material returned was identified as not being a zimmer biomet packaging material. Based on the state of the returned packaging material and the device being re-packaged in non-zimmer biomet material it was concluded that the device was modified outside of zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.